Event description:
A customer reported to beckman coulter, inc. (Bec) a fluid leak from closed tube sampling (cts) on unicel dxc 600 pro synchron system. Bec customer technical support suggested disabling the cts and de-capping the sample tubes until service arrives. No one was exposed or injured by the leak. The customer was wearing gloves and a lab coat. There is a hazard management plan in place. There was no effect to patient or user.

Manufacturer narrative:
Service visited on (B)(6) 2011. The field service engineer (fse) suspected the cts leak was caused by a full waste canister causing the system to get backed up. After the waste canister was emptied and the float switch was cleaned, the instrument returned to normal operation. No further cts leaking complaint filed as of (B)(6) 2011.